Manufacturer narrative:
The trial evoke spinal cord stimulation (scs) system was not returned to saluda. The cause of heart arrhythmia could not be established. The manufacturing records were reviewed and the product met requirements for release. Saluda evoke scs system user manual states all medical procedures involve some risk of injury. Despite all reasonable precautions, you might develop medical complications from having a scs system.

Event description:
A patient reported being hospitalized due to heart arrhythmia, the day after of implant with trial evoke spinal cord stimulation (scs) system. The trial scs system was explanted. The patient was reported to be in a coma. Additional information regarding patient¿s comorbidities or current patient status has not been made available to saluda.